Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold, along with loss of capture and it was noted the lead did not seem to be working. The physician indicated they wanted to turn off the lv lead pacing and program to pace in vvi only. The lv lead is expected to be inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was turned off.